Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked with moisture inside the battery compartment. Investigation duplicated the complaint. Leak test shows a leak at battery compartment crack. There was additional moisture inside pump on the motor circuit and transceiver/continuous glucose monitoring board. Investigation confirmed the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.